Event description:
It was reported that the patient presented during an implant procedure. The right atrial lead could not be fixed into the atrium after several re-positionings. The lead was replaced while the pocket was open. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix not being able to fix may be attributable to the helix being clogged with with dried blood. As received, a complete lead was returned in two piecees. The connector portion measured 8 cm and the distal portion measured 44.5 cm. No anomalies were noted at the helix, but the connector portion showed an over-torqued coil. The distal portion was shorted due to procedural damage and the connector portion had no conductor fractures or internal shorts. The helix could be extended and retracted after being cleaned and applying torque to the inner coil and was within specification.